Event description:
During the case the system went into "limp" state and requested a system restart. They did not try to restart the system during the case, and complete the procedure manually without incident.

Manufacturer narrative:
The system displayed an error message during the procedure. The specific message displayed means that the system detected a potential hardware issue that would require a reboot to clear the message. The customer decided to not reboot the system and continued the case with a manual approach. No patient injury was reported and the system responded as designed when detecting a fault condition. Subsequent to the initial eval, additional review determined that in this specific case, the error message was incorrectly activated and no actual hardware fault existed.